Event description:
"Situation: tarlatamab should have been infused in a 250ml bag, infusion pump said 362ml was delivered. Background: reviewed with investigational pharmacy and they stated the drug was prepared correctly and unlikely that 362ml could have been contained in a 250ml bag. Assessment: if product was prepared correctly, possibility of an infusion pump error. Recommendation: review infusion pump for possible errors." Manufacturer response for baxter spectrum iq IV pump, baxter spectrum iq IV pump (per site reporter). Ongoing issue with baxter pumps.